Event description:
The customer reported a snapping noise from x-ray tube followed by an overload fault error message. Also, intermittent popping sound from the ii. System had to be re-booted and case was completed without further incident, and no reported injury to the pt.

Manufacturer narrative:
The svc rep replaced x-ray tube, transferred secondary collimator, x-ray tube end cover, and calibrated filaments. Tested system for proper max "r" output. System performs as intended.